Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
The patient experienced high blood glucose because the pump was not delivering insulin despite attempted micro bolusing and the hyperglycemia was treated via multiple daily injections (B)(6) 2026.